Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (414 mg/dl), and noticed air bubbles present in tubing. Customer changed the cartridge and infusion set, and blood glucose levels were stabilized.